Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the issue of noise oversensing was unconfirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood and tissue. Electrical testing of the lead was normal. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to clinic due to discomfort from unintended diaphragmatic stimulation and a false ventricular tachycardia (vt) event from right ventricular (rv) lead noise oversensing. A chest x-ray was performed and found that the patient's rv lead had been dislodged. The rv lead was attempted to be repositioned but was unsuccessful due to the helix of the rv lead being unable to retract and rotate back. The rv lead was explanted and replaced. Patient was stable.